Event description:
A low blood glucose event was reported by the customer, with a recorded level of 42 mg/dl. The customer addressed the low blood glucose by consuming glucose tablets, juice, and food containing protein and carbohydrates.